Manufacturer narrative:
This report is submitted on march 16, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020 and it was found at the time of the explantation that the electrode had migrated. The patient was reimplanted with a new device during the same surgery.